Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) reported patient was being considered for l spine scan. They had done a lumbar scan on him in 2019. The patient told caller that the ins system wasn't working for him and so patient hadn't used stim or recharged their ins fora year. It was reviewed that they could recover ins or work with managing hcp to determine MRI eligibility. Caller had limited notes on MRI eligibility from scan done in (B)(6) so caller wasn't comfortable going ahead with full body MRI. Caller also mentioned they are considered removing the ins system. No symptoms were reported. Patient reported via a manufacturer representative (rep) reported that they are unable to charge. The patient said he has not charged in at least 6 months. He needed an MRI and was unable to get one due to battery being overdischarged. No diagnostics performed; the ins battery is in overdischarge due to patient non-compliance with charging. The rep will perform a trickle charge this week. The issue was not resolved at the time of the report. No symptoms were reported. Manufacturer representative (rep) reported that no actions had been taken to resolve the overdischarge at this time. The rep would perform a trickle charge within the next 2 weeks. The patient was scheduled for an MRI on (B)(6) 2020. Additional information was received from the rep. It was reported that patient's ins was overdischarged. After charging the device the tablet displayed a message that indicated the ins was at end of service (eos). The patient programmer also showed a message indicating eos. Additional information was received. It was reported the eos was considered premature. No further actions were taken to resolve the overdischarge/eos.